Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. Although the exact upn was not provided, the device was reported to be a non-covered bsc metal stent. The complainant was unable to provide the suspect device lot number; therefore, the device expiration date and device manufacture date are unknown. However, it was reported that the device was not used past the expiration date. (B)(4) the reported event of stent blocked due to tumor ingrowth. The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental report will be filed.

Event description:
Note: this report is one of two complaints that pertain to the same event (MFR. Report # 3005099803-2012-01695 and MFR. Report # 3005099803-2012-01710). It was reported to boston scientific corporation that a non-covered bsc metal stent was placed during an endoscopic retrograde cholangiopancreatography (ercp) procedure with stent placement (date not provided). According to the complainant, the non-covered bsc metal stent (the subject of MFR. Report # 3005099803-2012-01710) was implanted to treat a malignant stricture within the common bile duct. Following the stent placement, tumor ingrowth occurred through the stent. A second endoscopic retrograde cholangiopancreatography (ercp) procedure was performed (date not provided). Due to the tumor ingrowth of the first stent, the physician attempted to place a wallstent covered biliary endoprosthesis (the subject of MFR. Report # 3005099803-2012-01695) inside of the existing stent. However, immediately following deployment of the stent, the stent "ejected out of place into the duodenum." The stent was removed from the patient. The procedure was not completed as the same device was unavailable. The physician plans to perform another procedure to implant a second stent. There were no patient complications as a result of this event.